Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a cartridge alarm 1 (no pressure change when expected) occurred during pumping. Additionally, it was reported that the year on the pump was the incorrect year. Reportedly, the contact was not sure why the date was incorrect or if the date was entered incorrectly. The date was successfully changed. The customer's blood glucose level was 229 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information was provided.